Manufacturer narrative:
One speedband superview super 7 device was returned for analysis. A visual examination of the returned device found that the suture was broken with portions still attached to both the ligator head and the trip wire loop. Six bands remained on the ligator head; the white band and one blue band were broken and caught under the other bands. The ligator head teeth were found to be damaged. The trip wire was not secured in the handle assembly slot and was only wrapped twice around the spool. There was slight evidence that the trip wire had been secured prior to receipt for analysis. A functional evaluation of the handle was performed by turning the handle knob 180 degrees and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, it could not be functionally verified that the trip wire was tightened and secured properly during the procedure. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-01572 and 3005099803-2015-01573 for the other associated device information. It was reported to boston scientific corporation on (B)(4) 2015 that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015 . According to the complainant, during the procedure, the bands misfired and were not deploying in the correct order they were on the ligator head. The same issue occurred with the second speedband superview super 7 device. A third speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-01572 and 3005099803-2015-01573 for the other associated device information. It was reported to boston scientific corporation on (B)(4) 2015 that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the bands misfired and were not deploying in the correct order they were on the ligator head. The same issue occurred with the second speedband superview super 7 device. A third speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.